Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage there was some evidence of blood on the device. A visual inspection determined that the tip of the silicone boot on the cold jaw dislodged. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone boot on the hemopro jaws peeled off. Nothing fell into the pt and no intervention was required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.